Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng proximal covered stent was used during an esophageal stent placement procedure for esophageal stenosis performed in 2009. According to the complainant, after placing the stent and withdrawing the delivery catheter, they discovered that the deployment suture thread remained in the pt. They introduced the endoscope to determine why the suture thread could not be withdrawn. The complainant thought that the thread was caught between the stent and the wall of the esophagus. There was no break in the thread reported, or any difficulty experienced in the deployment of the stent. They cut the thread at the pt's mouth and pushed it down into the stomach. The pt was sent home, and then came back in on an unk date because the thread was coming out of his mouth. An endoscopy was performed and biopsy forceps were used to successfully remove the suture thread. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(Stent suture, difficulty removing/withdrawing). The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.